Manufacturer narrative:
No button error alarms were noted, and all buttons functioned properly. However, the pump had corroded keypad traces, cracked battery tube threads, a broken belt clip slot, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a stained end cap sticker, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 140 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.